Event description:
Healthcare worker stuck when removing insulin pen needle from pen after administering insulin - needle stuck out side of needle housing-. Dates of use: begain using in 2008. Diagnosis or reason for use: administer insulin.